Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in low part of belly") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), muscular weakness ("left leg weakness"), dizziness ("dizziness"), constipation ("constipation"), headache ("continuous headaches for one week"), fatigue ("important fatigue"), gastrointestinal pain ("digestive pain"), multiple allergies ("allergies"), eye irritation ("irritated eyes"), otitis media ("serous otitis") and migraine ("migraines") and was found to have blood pressure abnormal ("blood pressure at 10"). At the time of the report, the abdominal pain lower, muscular weakness, dizziness, constipation, headache and blood pressure abnormal outcome was unknown and the fatigue, gastrointestinal pain, multiple allergies, eye irritation, otitis media and migraine had not resolved. The reporter provided no causality assessment for abdominal pain lower, blood pressure abnormal, constipation, dizziness, eye irritation, fatigue, gastrointestinal pain, headache, migraine, multiple allergies, muscular weakness and otitis media with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2019 for the following meddra preferred term: abdominal pain lower analysis in the global safety database revealed 4146 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended on (B)(6)2019 for the following reason: after company internal review narrative and narrative complement was amended. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in low part of belly") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), muscular weakness ("left leg weakness"), dizziness ("dizziness"), constipation ("constipation"), headache ("continuous headaches for one week"), fatigue ("important fatigue"), gastrointestinal pain ("digestive pain"), multiple allergies ("allergies"), eye irritation ("irritated eyes"), otitis media ("serous otitis") and migraine ("migraines") and was found to have blood pressure abnormal ("blood pressure at 10"). At the time of the report, the abdominal pain lower, muscular weakness, dizziness, constipation, headache and blood pressure abnormal outcome was unknown and the fatigue, gastrointestinal pain, multiple allergies, eye irritation, otitis media and migraine had not resolved. The reporter provided no causality assessment for abdominal pain lower, blood pressure abnormal, constipation, dizziness, eye irritation, fatigue, gastrointestinal pain, headache, migraine, multiple allergies, muscular weakness and otitis media with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-may-2019 for the following meddra preferred term: abdominal pain lower analysis in the global safety database revealed 1412 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.